Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source bahirwani, j et al. A rate case of spaceoar hydrogel induced rectal ulcer leading to hematochezia. Acog (2023). Publicly available https://f5cb18b31bcff05c4c68-a0ad32938c5dd185096ff3214cd552d4.ssl.cf1.rackcdn.com//2168139-1664242827.pdf block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2313 captures the reportable event of fibrosis. Imdrf patient code e2339 captures the reportable event of ulcer.

Event description:
Boston scientific became aware of an event involving a spaceoar hydrogel device, a rare case of spaceoar hydrogel-induced rectal ulcer leading to hematochezia written by janak bahirwani, md et al. The patient underwent a spaceoar placement procedure and received gold fiducial markers before the radiation treatment to minimize the risk of rectal toxicity. Approximately 10 days after the placement procedure, the patient began experiencing severe rectal pain and hematochezia. The rectal exam showed the blood was bright. Computed tomography (CT) scan showed the hydrogel was placed between the anterior wall of the low rectum, with focal proctitis in the area of the rectum. The patient's hematochezia was ongoing, so he was scheduled for a colonoscopy that confirmed the CT findings. A large ulcer with a fibrotic tissue congruent with the site of the hydrogel placement was noted, and the tissue was not amenable to biopsy. The patient was prescribed with levofloxacin and polyethylene glycol laxatives. The hematochezia was reported as resolved in a follow-up appointment; it was also noted the rectal pain improved. Six weeks later a sigmoidoscopy showed a significant healing of the ulcer and biopsies showed a benign colonic mucosa with focal regenerative changes. The article reported the patient was about to proceed with radiation treatment. No further information has been obtained despite good faith efforts.